Event description:
On march 9, 2010, lifescan (lfs) received notification of a report on the maude database of a complaint submitted by (B) (4) regarding a pt using a one touch meter. As no contact info was provided, the sr med surveillance specialist classified the complaint based on the info provided. On (B) (6) 2010, another MFR reported to FDA that one of their customers reported experiencing multiple comas and was hospitalized approx one year ago. That pt reportedly used a one touch meter at the time of this event. It would have been helpful to determine the meter type and serial number, the blood glucose readings obtained prior to the onset of symptoms, his medication regimen, what meals and medications had been taken prior to the onset of symptoms, his blood glucose levels as tested by the hcp, his admitting diagnosis and treatment. The specifics of the pt's meter, test strips, symptoms and treatment during the reported event are not known. The pt allegedly suffered coma while using a one touch meter, and was hospitalized. It is not clear the pt's results obtained using the lfs products were inaccurate or that they had contributed to the pt becoming comatose. However, as there is no info regarding meter readings or medication doses prior to the injury, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.